Manufacturer narrative:
Merge unity pacs is designed to display a message to the user when an exam report fails to upload to the image server. In this instance, there was no evidence that the physician received the message warning that the report did not upload. It was not possible to determine if the message displayed on the screen for the physician when the report was first read and saved. The merge healthcare unity investigation showed the report did not upload successfully, and will have to be recreated. No logs were available for review as they had truncated. There was a report save event in the audit trail. To resolve this issue, the exam was re-read by the physician. No other review/investigation will be performed for cause.

Event description:
Merge unity pacs is a medical image and information management system that is used for viewing, selection, processing, printing, telecommunications, and media interchange of medical images from a variety of diagnostic imaging systems. On (B)(6) 2018 the customer reported they were unable to open an exam report. The merge healthcare unity support tech's investigation showed that the report did not upload successfully. The audit trail does show a "report save" event on the day exam was read (B)(6) 2018. There were no logs available for review as they had truncated. The exam was re-read by the radiologist on (B)(6) 2018. While images are available, a finalized report not being available for subsequent review by the patient's physician could potentially result in a delay in care that could lead to harm. However, the customer did not allege any harm, serious injury or death as a result of this issue. Reference complaint number (B)(4).